Event description:
It was reported that when using the bd pyxis¿ es server, the customer ran an inventory count that morning, but it did not appear in the reports, and the device was online with no offline errors. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the transactions were not appearing on server. A technical support specialist (tss) remotely accessed the station after the application was reported to be stuck in a manual recovery state. The tss reviewed the station status and confirmed the issue, then stopped the data synchronization and maintenance services and manually performed a database backup to the local drive since the device was not encrypted. The tss applied a knowledge article manual recovery required data sync invalid upload change tracking value at the station level and restarted the required services. System activity was monitored to confirm that data uploads and downloads resumed normally and remained synchronized with the server. The tss confirmed that the station was communicating correctly and sent a summary of findings to the customer. As the required actions were completed and the issue was resolved, the case was prepared for closure. The system functioned as intended after technical support specialist troubleshot the device.